Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, when the iol was being loaded the surgeon was not comfortable proceeding with the straight haptic. There was no patient contact. The lens was removed from preloaded device and used company iol injector to implant lens and lens remained in situ. The procedure was completed on same day. Additional information has been requested.